Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device had less power, and the reverse trigger could not be fully pressed was confirmed. The device was visually inspected, and it was found that it had failed visual inspection due to missing a safety ring on one of the electrical ports. Furthermore, it was found that the upper trigger could not fully be pressed. After the device was disassembled it was found that the safety ring broke and fell behind the upper trigger which caused the failure. The limited trigger movement led to the reported condition low power of the device during running in reverse mode. In addition, it was found that foreign substances could be detected inside of the device and the electrical ports were corroded. The most probable root cause for the broken snap ring and the limited movement could be determined. The most probable root cause for the found defect excluding the broken snap ring can be traced to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Event description:
It was reported from thailand that the handpiece device had less power, and the reverse trigger could not be fully pressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.